Event description:
While manipulating boston scientific v-18 control wire through long chiba needle, wire tip frayed and a piece of the tip of the wire sheared off remaining in the pt. Reason for use: tips procedure.